Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing on the right ventricular rate/sense channel that had resulted in pacing inhibition and inappropriate shocks. This patient was reported to be pacer dependant. The pocket was opened and it was discovered that the proximal terminal pin as not plugged into the device; as the set screw was not tightened down. The device was explanted and blood and/or body fluid was seen under the atrial and right ventricular rate/sense seal plugs and blood was found under the insulation near the yoke of the lead. The leads were tested through a pacer system analyzer and were normal. A new ICD was successfully implanted. Another ICD was successfully implanted.